Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove, inside the patient. Note: this report is one of two complaints that pertain to the same event (MFR. Report # .and MFR. Report # 2124215-2025-58881).

Event description:
It was reported that the stent did not uncoil from the renal end during removal, which causes concern for patient safety. There was no information on when the problem was noticed, on what completed the procedure and on the condition of the patient following the procedure.